Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel dissection is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that following angioplasty with the subject device to treat an internal carotid artery stroke, a vessel dissection occurred. A stent was placed across the dissected vessel and the patient recovered.

Event description:
It was reported that following angioplasty with the subject device to treat an internal carotid artery stroke, a vessel dissection occurred. A stent was placed across the dissected vessel and the patient recovered.

Manufacturer narrative:
The device is not available to the manufacturer.